Event description:
Pt reported, the infusion device displayed an e8 (power interrupt) message. Unable to resolve the issue. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation. Preliminary evaluation show the up button is always active.